Event description:
The manufacturer received information regarding a rental, dreamstation st30. The patient was passed away and that was the reason for returning the device. There was no allegation that the patient's death was related to the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to manufacturer investigation laboratory. The device passed all the test. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.